Manufacturer narrative:
The patient's device was not returned to zoll for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash on her back and under her breast. It was reported that her skin was itchy and burning. The patient removed the lifevest due to pain from the rash. Follow-up indicated that the patient was prescribed a cream by her physician which helped the rash get better.